Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was vomiting and taken to the emergency room (ER) and subsequently hospitalized. The customer was in the ER for 4 hours and was treated with insulin and glucose via an intravenous drip. The customer experienced diabetic ketoacidosis and reported a blood glucose level of 445 mg/dl. Reportedly, the cause of the hospitalization was due to the pump; the customer believed the pump failed and stopped delivering insulin. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.